Manufacturer narrative:
The react-71 has not been returned. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of react-71 marker band damage. The react-71 was being used in an acute ischemic stroke (ais) treatment, in a patient with the internal carotid artery (ica) occlusion. The patient's anatomy was very tortuous. Prior to use, the devices had been prepared as indicated in the IFU. The react tip was not shaped. During navigation of the react, it was not possible to overcome the ophthalmic artery. Furthermore, it was reported that a small metallic particle was separated from the catheter. It was possible to remove the small particle and the clot to treat the patient properly. The metallic piece and the clot were successful removed from the anatomy with the aid of a stent. The separated piece was confirmed to have come from the react catheter. There were no reports of patient injury.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the react-71 catheter returned for analysis with separated react-71 catheter distal marker/tip was returned within a plastic container. The react-71 catheter total length was measured, and the useable length was measured which are not found wihtin specificaions. It appears the react-71 catheter has been stretched. No damages were found with the react-71 catheter hub. The react-71 catheter body was found stretched and wavy from the distal end. The react-71 distal marker/tip was found damaged and deformed. The tubing material of the react-71 catheter separated ends exhibited with stretching and jagged edges with the inner braid exposed. The react-71 catheter was flushed, water exited from the distal end. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿marker band dislodged¿ was confirmed. In this event it is likely the patient¿s ¿very tortuous anatomy¿ contributed to the event causing the react-71 catheter to stretch and the marker to separate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.